Event description:
Boston scientific received information that during the implant procedure, a right ventricular (rv) defibrillation lead was implanted with this implantable cardioverter defibrillator (ICD). Pacing threshold measurements were within normal range; however, the shock impedance measurements were greater than 200 ohms. The high, out-of-range shock impedance was not able to be resolved. The device setscrew appeared to be tightened properly, so the lead was removed and another lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service with the second lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.